Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported lock line break could not be confirmed via returned device analysis as the lock line was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents of a lock line break reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the lock line separated and prevented the clip from being able to re-open, which has the potential to cause serious injury. Additionally, the clip was deployed one 1 leaflet, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After positioning of the clip delivery system (cds), the clip attached to only 1 leaflet. During the attempt to re-open the clip, the lock line broke, which prevented the clip from being able to re-open; thus, the clip was deployed on only 1 leaflet and the cds with broken lock line was removed without reported issue. Two clips were deployed lateral to the first clip, successfully completing the procedure, with mr reduced to 1. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.